Manufacturer narrative:
Initially it was reported that a brim cap detachment issue occurred. The bwi product analysis lab received the device for evaluation on 12/10/2020 and observed on 12/14/2020 that the brim cap was found in normal conditions; however, the hemostatic valve and the silicon ring were not found. It can be assumed they were separated from the sheath. The additional finding of the hemostatic valve separation was assessed as MDR reportable. The awareness date for this finding is 12/14/2020. The h6. Medical device problem code remains the same as reported in the 3500a initial of "detachment of device or device component (a0501)". The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 1/6/2021, noted a correction to the 3500a initial under d4. Unique identifier( UDI) field as it was incorrectly populated as (B)(4) and should have been processed as (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a brim cap detachment issue occurred. During the procedure, the valve cap of the carto vizigo¿ 8.5f bi-directional guiding sheath - large fell out when the dilator was taken out of the sheath. The sheath was replaced and the issue was resolved. No patient consequences were reported. The device evaluation was completed on (B)(6)2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and the research and development (r&d) team performed an investigation for the returned device. The device was visually inspected and it was found that the brim cap was found in normal conditions; however, the hemostatic valve and the silicon ring were missing. It is possible that the hemostatic valve was separated due to excessive force but this cannot be determined since the hemostatic valve and the silicone ring were not found in the sheath. Per the conditions of the product, r&d team performed an investigation concluding the following: "it appears that insufficient glue was applied to the device. No glue was bonding the two components together". A device history record evaluation was performed for the finished device number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following precautions: * "use best practices for inserting or retracting any device at the hemostatic valve.¿ * "do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a brim cap detachment issue occurred. During the procedure, the valve cap of the carto vizigo¿ 8.5f bi-directional guiding sheath - large fell out when the dilator was taken out of the sheath. The sheath was replaced and the issue was resolved. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable brim cap detachment issue.